Event description:
Boston scientific provided the following information: it was reported that the lead was capped due to pacing impedance greater than 3000 ohms.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.